Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were delayed by 15 minutes. A technical support specialist (tss) verified that all messages were crossing over, the stations were communicating and checked that the station was synching on time with the server. Tss deployed interface services utility to carefusion coordination engine server, restarted mssql services and messaging services. Tss cleared memory from 90% to 20%. Tss followed with the customer to confirm whether the issue was reoccurring or not via email, no response from the customer end and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were delayed by 15 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.